Event description:
It was reported the left iliac was completely occluded before the aaa procedure began. Aortic-uni-iliac (aui) was planned with excellent results. The clinician is not making an allegation of product deficiency.